Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. Lot history review (lhr) of recn0221 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a crack on the extension tube and it could not be used. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set extension tube was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 22ga x 0.5¿ huber plus safety winged infusion set. The sample was received with the safety mechanism engaged, but appeared free of obvious usage residues. A nearly complete circumferential split was observed 13.6cm from the luer adapter. Microscopic inspection of the split revealed a glossy and regularly striated fracture surface. The fracture features were sharply defined. The extension tubing split was typical of damaged caused by contact between the sample and a grind-sharpened blade. The regular striations were typical of pattern transfer occurring during such contact. The location of the split in conjunction with the lack of evidence of device use suggested that damage may have occurred during the leak testing process at the manufacturing site. Photographs of the sample will be forwarded to the manufacturing site for further evaluation. Reynosa evaluation: the complaint due to ¿there was a crack on the extension tube¿ was confirmed. After a visual photo evaluation and other evaluations performed it was found some damages in other devices that was tested by this reason, the cause of this complaint is manufacturing related. A lot history review (lhr) of recn0221 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a crack on the extension tube and it could not be used. There was no reported patient injury.